Event description:
It was reported that this electrode was surgically abandoned due to an unknown product performance issue. Additional information is being requested from the field representative. No additional adverse patient effects were reported.